Manufacturer narrative:
An isi field service engineer (fse) performed a field evaluation at the site. The fse was unable to replicate or confirm the customer reported issue, it was also confirmed that the site has performed several cases with no further issues. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the patient experienced minimal bleeding. As a result the surgeon placed sutures to control the bleeding. However, the root cause of the reported minimal intra-operative bleeding is unknown at this time. The robotic coordinator confirmed that there were no allegations of a malfunction against the cautery instruments used during the procedure.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the energy delivered by the long bipolar forceps instrument was "low" and not strong enough to ¿work through¿ the vasculature. Intuitive surgical, inc, followed up with the site¿s robotics coordinator and obtained the following additional information: it was stated that while the surgeon was activating the long bipolar forceps instrument along the cervix performing a pedicle burn, the energy was deficient. As a result of this, the patient allegedly experienced minor bleeding. The robotics coordinator confirmed that the surgeon placed sutures on the vessel to control the bleeding. The site confirmed that the customer contacted an intuitive surgical, inc technical support engineer (tse) and the following troubleshooting steps were recommended; switch out to another bipolar instrument, bipolar instrument cord and power cycle the generator. The robotics coordinator confirmed that they tried multiple bipolar instruments and power cycled the generator; however, she could not confirm if the instrument cord was replaced. The robotics coordinator did not have any information regarding the estimated blood loss; other than that it was minimal. The planned surgical procedure was completed robotically, and the patient was reported to be recovering well. It was reported that the generator was set at 5. The robotics coordinator confirmed that there were no allegations of a malfunction against the cautery instruments used during the procedure. An isi field service engineer (fse) performed a field evaluation at the site. The fse was unable to replicate neither nor confirm the customer reported issue. It was also confirmed that the site has performed several cases with no further issues reported.